Event description:
It was reported that the pt experienced hot flashes (B)(6) after refill on (B)(6) 2011. The refill was with "long lasting" dilaudid and the "needle popped out". Pt stated that the medication leaked into his system and he got "a rush". On (B)(6) 2011 when the pt had the trial with dilaudid in pump no hot flashes had occurred. The pt was at home and experienced no other symptoms. The drugs infused via the pump were morphine, status old and dilaudid, status current. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).